Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an inguinal hernia procedure on (B)(6) 2014 and suture was used. The needle broke in the middle when the doctor was making knotted suture passages for the fixation of a mesh to the patient's pubis. The needle piece was retrieved and did not remain in the patient¿s tissue. There was no adverse consequence to the patient.